Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: perceval s valve solution for degenerated freestyle root in the presence of chronic aortic dissection. Citation: the annals of thoracic surgery (2016) 101:2365¿7 (doi 10.1016/j.athoracsur.2015.09.012) authors: antonio lio, antonio miceli, matteo ferrarini, and mattia glauber month and year of publish used for event date. No unique device identifier (serial) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that an (B)(6) female patient with a past medical history of an acute aortic dissection (aad), had been implanted with a 27 mm freestyle aortic root bioprosthesis. Thirteen years after the implant, the patient was admitted with dyspnea and aortic regurgitation caused by a cusp rupture. A transesophageal echocardiogram (tee) indicated a pseudoaneurysm. The pseudoaneurysm was repaired with a patch and a non medtronic aortic bioprosthetic valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.